Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. Identification of issue has been done by analyzing problem description and information provided from field service engineer (fse). Based on technician statement, the customer contacted the technical support for recommendation for troubleshooting of mentioned puc test failures. The technical support recommended to check ventilator with known working expiratory cassette, to clean safety valve in inspiratory pipe and provided part numbers for pressure transducer board and pull magnet as they are listed as recommended parts to be replaced in case of occurrence of mentioned issues. The customer did not request on-site visit, therefore our technician did not attempt any troubleshooting on-site. Pressure transducer board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. No details have been obtained in regards which part turned out to be defective. Therefore, the root cause cannot be determined.